Manufacturer narrative:
Article citation: "how I treat breast implant associated anaplastic large cell lymphoma"; neha mehta-shah, md, mark w. Clemens, md, steven m. Horwitz, md. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
In the article "how I treat breast implant associated anaplastic large cell lymphoma," healthcare professional reported that a patient had "bia-alcl, a 300cc seroma and a 1cm mass on the capsule of implant". Device was explanted. Manufacturer of the device is unknown. This record is for the left side.